Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs6eza1. Hardware: sm-s911u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 1-4 hours of wear on the abdomen, with blood glucose readings displayed as ¿high¿ on the dexcom glucose monitoring system. The patient received manual insulin injections while at school to manage the elevated blood glucose, and the pod was subsequently replaced. Blood glucose were reported to stabilize following these actions. No medical intervention was reported. The device was returned for investigation, and an external cannula tear was identified.